Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus service operation repair center (sorc), omsc presumed there was the possibility this phenomenon was attributed to the thermal fuse wear failure of the subject device due to passing more than 10 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus service operation repair center (sorc), it was found that the halogen lamp was not lit. The subject device had been returned form the user because the subject device was not worked well. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was returned to sorc but has not been returned to omsc. Sorc checked the subject device for evaluation. It was confirmed the reported phenomenon which was occurred due to the thermal fuse failure of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.